Manufacturer narrative:
No abnormalities were found with the device and the device functioned as per its design. The MFR has also reviewed their post market surveillance and trending history and no previous complaints of this nature were found. However, the hosp has identified an area in their own moving and handling techniques when using a bed and standing hoist combination that required changing. The change made is to ensure that when the bed is repositioned, it must only be controlled by a staff member on the same side of the bed as the pt. This incident actually relates to the facility's day to day clinical handling and supervision of their pts. It was reported that the pt passed away approx two months after the incident due to unrelated circumstances; arjohuntleigh is awaiting feedback from the facility on this matter. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
A pt suffered a de-gloving injury to her right calf during physiotherapy. The position of the injury suggested that it was a result of contact with the enterprise 8000 bed side rails which were in the lowered position. The pt and her husband (who was present during the incident) state that it occurred when the bed was lowered resulting in the side rail shearing against the calf. The two physiotherapy staff that were present during the session state that the bed was not lowered during the procedure but that the bed was repositioned longitudinally in order for the pt to be sat down in a position higher up on the bed. These staff state that the pt cried out in pain as she sat down from a standing position. The injury was reviewed by a plastic surgeon, but the initial plan of skin grafting did not occur as per the pt's request; the wound was cleaned and dressed by the tissue viability nurse.